Event description:
It was reported that a loose cap was discovered on the patient line. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported lot number of pas15c28016 does not exist; therefore, it is considered unknown. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.